Event description:
It was reported that the customer kept getting high blood glucose levels and wanted to do some troubleshooting on the insulin pump on (B)(6) 2014. Customer stated that she changed the site and the infusion sets, but still has high blood glucose levels. Customer also stated that the highest she had was over 500 mg/dl, but her current blood glucose level was 153 mg/dl. Customer reported that she treated with a manual injection. Troubleshooting was performed, and the insulin pump was programmed correctly. The insulin pump passed the prime test. Customer did not have a tubing clamp and will call back to continue troubleshooting once they receive it from medtronic. Customer was advised to change the entire set, reservoir, and insulin. On 08/09/2014, customer called back to continue troubleshooting for the high pressure tests. Customer's blood glucose level was 77 mg/dl. Customer was advised that the insulin pump seems to be working as designed. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.